Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy started when she began on an unspecified day in (B)(6) 2014, when she began to test with the subject meter. The patient reported that on the evening of (B)(6) 2013, at approximately 9:30pm, she obtained blood glucose readings of ¿257 mg/dl¿ with the subject meter and ¿195 mg/dl¿ on another device (bayer meter), performed within a minute of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient informed the mss that she manages her diabetes with insulin (adjusted based on sliding scale) and oral medication (metformin). The patient claimed she took 10 additional units of insulin (50 units instead of her usual 40 units) in response to the elevated result obtained with the subject meter and one hour later began to feel shaky and dizzy; symptoms she associated with a low blood glucose excursion. The patient did not test her blood glucose at onset of symptoms, but did treat herself with 4 glucose tablets. The patient confirmed feeling better after treating herself with the glucose tablets. At the time of troubleshooting, the customer service representative, noted that the patient did not have control solution available to test the subject meter and strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2014)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter passed testing with no faults found. The meter functioned properly and the complaint was not reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.